Event description:
It was reported that the target lesion was a 90% stenosis in the left anterior descending artery (lad) and the ostium of the diagonal (dx). A 1.5 x 15 mm mini trek balloon was used for pre-dilatation of the lesion of the ostium of the dx. A 2.25 x 18 mm xience v stent was attempted, but it could not cross the lesion and it was withdrawn from the anatomy. The same mini trek balloon was used to further pre-dilate the lesion. Then the same xience v stent was attempted again, however, the stent still could cross though the stenosis. When the stent was withdrawn, an intimal tear was noted and no blood flow. After several attempts, the stent still could not be advanced to the lesion, so the procedure was concluded with balloon dilatation only. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Dissection and occlusion are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events of coronary stenting procedures. There is no indication of a product quality deficiency. It should be noted that the IFU states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. In this case, it is uncertain if the reported IFU deviation directly caused or contributed to the reported complaint.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.